Event description:
Report received by law department. Pt alleges suffering "general decline in standard of living due to the constant worry over whether the pumps will fail again". Pt's pump is alleged "to have failed in a similar manner to the failure which had occurred in pt's spouse's pump".